Event description:
The physician and patient reported a decrease in therapy and increased spasticity. A dye study and rotor/roller study was performed. An occlusion at the catheter tip was noted. The catheter was replaced on (B)(6) 2013. The patient¿s status at the time of the report was alive with no injury. The medication infused was baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Received for analysis was a partial catheter with the metal tip missing from the returned distal catheter segment. The bag the catheter was received in was closely inspected and the tip was not found in there. Adhesive was noted in the area where the metal tip had been. However, no damage was noted on the catheter body just proximal to where the metal tip had been attached. Because no type of damage was noted, it is unclear why the tip is not present. Analysis concluded catheter body/compressed area and detached metal pin from catheter tip was not related to customer handling.

Manufacturer narrative:
Analysis of the catheter revealed a compressed area in the catheter body. Analysis also revealed the metal pin was detached from the catheter tip which was not related to customer handling. There was no damage noted on the catheter body just proximal to where the metal tip had been attached. It was unclear why the tip was not present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.